Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notifier on a recently implanted device. Interrogation showed an alert for high voltage lead impedance out of range. Device was reprogrammed and remains implanted. Patient to be monitored.